Event description:
During incoming/labeling operation found the following defect. Details of the defect is damage like a hole or rip on tyvek.

Manufacturer narrative:
(B)(4). Additional information: customer complaint indicated that the tyvek was damaged with a hole or rip. The condition of the sales unit carton was poor with signs of crushing or compression. Each of the six packages was visually examined and checked for damage. Four of the packages were in good condition with no defects. Two packages had similar markings/damage in the same place at the end of the knob, as well as scrapes on the blister side aligning with the damage on the tyvek. There was evidence of compression on all of the packages. One package had only slight damage and one package had more serious damage resulting in very thin tyvek. The worst package was tested using the dye test. Dye did not penetrate the tyvek so hole in tyvek was not verified. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.